Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, the patient reported that infusion set's tubing came apart at the tubing connector. Further, it was stated the set and reservoir came apart while he was wearing it, which led to high blood glucose level as he did not receive insulin. The site location was on right side of his abdomen and the pump was above the site (shirt pocket). The infusion set had been used since (B)(6) 2020. Moreover, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Currently, the patient's blood glucose level was 88 mg/dl. No further information available.